Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed an unknown ¿error¿ message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 3-4x daily. The patient manages his diabetes with novolog insulin and lantus insulin. The alleged issue began during the second week of (B)(6) 2013. The patient denied making changes to his usual management routine. After the start of the alleged issue, the patient¿s girlfriend found him incoherent and non responsive. The patient claimed he may have ¿passed out.¿ it is not clear how the patient reportedly regained consciousness; however, the patient¿s girlfriend gave the patient orange juice as treatment. The patient reportedly felt better after a few minutes after. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.